Manufacturer narrative:
The insulin pump alarmed a64 error during self test due to faulty electrical component on the radio frequency board. Unable to verify no radio frequency communication due to a64 error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a radio frequency programmable integrated circuit failed self test. Customer was assisted with checking the programming. Customer stated that the meter still wasn't reading over. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer reported that the alarm has been happening on and off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.